Manufacturer narrative:
A supplemental MDR is being submitted for correction as medical records were received. The following sections of this report have been updated: b4, g3, g6, h2, h6, h10. After review of medical records, this event will be captured under the tvt registry. This was a commercial case, the thv valve was implanted in the aortic position, there is no evidence of an ew thv device malfunction/labeling deficiency, or adverse event associated with a device malfunction, and the event is described in the labeling. Per FDA exemption e2016006, tvt registry is the source of information for these events. This file was opened in error and will be closed as a 'void.' Per the operative note, the patient had a 23mm sapien 3 ultra resilia implant in the aortic position via transfemoral approach. The implant was a success with no paravalvular leak (pvl). Approximately 26 days post transcatheter aortic valve replacement (tavr), the patient was admitted to the emergency department with a type a aortic dissection. A cta chest and tte done on the day of admission demonstrated a standford type a dissection extending from the tavr prosthesis at the aortic root, which was severely dilated, throughout the hemiarch, down through the descending thoracic aorta into the bilateral external iliac arteries with opacification of both the true and false lumen. The patient had emergency open-heart surgery where they had an ascending aortic dissection repair, root replacement, bio avr, and full hemiarch repair with graft and the tavr valve was removed.

Event description:
As reported to the implant patient registry (ipr), 26 days post-implant of a 26 mm sapien 3 ultra resilia valve in the aortic position, the valve was explanted and an edwards surgical valve was implanted. At this point, no additional information is available.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device not returned.